Event description:
It was reported that a malfunction occurred on the pump, identified with a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and instructed the customer to contact them if any malfunction reoccurred. The customer acknowledged and understood the instructions, allowing for the continued use of the pump.